Manufacturer narrative:
G4: premarket/510(k)- k111295, k162350.

Event description:
It was reported that device entrapment occurred. The patient underwent angioplasty for occlusive arterial disease. A 3.0mm x 80mm x 150cm coyote balloon catheter was advanced for dilation over a pre-hydrated 014 guidewire. During introduction, the balloon was stuck on the guidewire and could not be removed. When traction force was applied, the balloon catheter was cut and got trapped on the guidewire. The balloon was deflated and removed, and the guidewire was withdrawn losing vascular access. The procedure was successfully completed another 3.0mm x 80mm x 150cm coyote balloon catheter. There were no patient complications as a result of this event.